Manufacturer narrative:
(B)(4). The device was returned and the evaluation is in progress. Should additional information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient had a high drain alarm while performing therapy on a homechoice device. This occurred during priming while the patient was connected. This alarm indicates that the patient drained greater than 200% of the maximum prescribed cycle fill volume. The technical service representative had the patient check the frangibles, look for kinks, and closed clamps. The patient went back to prime and the alarmed reoccurred. The patient declined to review therapy log. The technical service representative explained possible causes for the alarm. The patient was to set up with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The reported problem was verified during the event history log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external visual inspection was performed and found no issues. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A short simulated therapy was successfully performed. The reported condition was verified. The cause of the condition was determined to be a use error further specified as the total tidal ultra filtration removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.